Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The device was returned and particle contamination in the blower was found during device evaluation. No allegation of patient harm or injury was reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section b5 should be corrected and reported as the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging blower was not working related to a CPAP device's sound abatement foam. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There werw 19 errors found. The manufacturer concludes that they could confirm the customer's allegation of blower not working and has dirt contamination and unit scrapped due to age.